Event description:
It was reported that two rods were broken bilaterally at the vcr level sometime post-op. The pt underwent revision surgery.

Manufacturer narrative:
No products was returned for evaluation. With the available information, a cause or contributing factor cannot be identified.